Manufacturer narrative:
Clinical evaluation performed by clinical affairs department. About one year after primary cemented tka, the tibial component is revised due to pain. Looking at the radiographs, it appears as if the tibial cut had been damaged, because it looks like a lump of cement is present below the tray in the medial region. Both components may be slightly undersized. Radiolucent lines are visible along the femoral implant, but according to report this was not exchanged. We see no reason to suspect a faulty implant at the origin of this adverse event.

Manufacturer narrative:
Batch review performed on 04 december 2023 lot 1910695: 50 items manufactured and released on 05-feb-2020. Expiration date: 2025-01-19. No anomalies found related to the problem. To date, 26 items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot 2012650: 98 items manufactured and released on 09-apr-2021. Expiration date: 2026-03-23. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to pain at 1 year and 3 months from the primary. The reason of the pain is unknown. Gmk-sphere with extension stem implanted.